Event description:
Device 2 of 2. Reference MFR report:1627487-2017-02712. Follow-up identified the patient underwent surgical intervention on (B)(6)2017 during which the paddle lead was explanted and replaced. Effective stimulation was regained post-operative. The patient's percutaneous lead remains implanted.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report:1627487-2017-02712. It was reported the patient was not receiving effective stimulation and patient was unable to increase the stimulation. Diagnostic testing revealed multiple contacts with high impedances. Surgical intervention may be planned to address the issue.